Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Per the indication for use section of the mitraclip system instructions for use (IFU), "the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. Based on the information reviewed the reported slda resulting in tissue damage was likely due to user error (off-label use of the device). The reported user error is related to the use of the mitraclip device on the tricuspid valve. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted two previously implanted clips in the tricuspid valve. The patient underwent a second tricuspid procedure due to previously implanted pacemaker leads were extracted and a decision was made to implant additional clips. The previously implanted clips remain stable on the leaflets. The first clip delivery system (cds) was advanced to the tricuspid valve for off-label use. Post-deployment, the clip became detached from the posterior leaflet, but remained attached to the septal leaflet (single leaflet device attachment/slda), resulting in tissue damage. A second clip was deployed to stabilize the slda and treat the tissue damage. A third clip was deployed to further reduce tr. Three clips were implanted, reducing tr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.